Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia repair. After tacking the mesh, the device was articulated and would not de-articulate. The tacks from the device were able to be fired normally and penetrate and hold the tissue properly. To correct the issue, the surgeon removed the reload from the patient cavity through the trocar in the semi-articulated position. Another device was used to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.